Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom unload from guide #2 alarm when set is not loaded, determined to be caused by a struck lower latch switch. The lower auxiliary assembly, which contains the failed latch switch, was replaced.

Event description:
During baxter's evaluation testing of a spectrum infusion pump it was found that the device alarmed unload from guide #2 when set is not loaded. There was no patient involvement.